Manufacturer narrative:
Information added/updated to section b4, d4, g3, g6, h2, h4 and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence based on information provided. During this combined tricuspid and mitral procedure, a right-to-left shunt was present due to elevated pressure in the right atrium (ra), leading to the implantation of an atrial septal defect (asd) occluder at the end of the intervention. Based on the information provided, the right atrial pressure was approximately 40 mmhg, which is likely the root cause of the right to left shunt observed through the transseptal puncture. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Event description:
Per the report received from canada, edwards received notification of pascal combined procedure in tricuspid and mitral position. Patient had elevated right atrium (ra) pressures (about 40mmhg) during the procedure. After the mitral procedure, which took place first, there was a right-to-left shunt present due to the ra pressure and an asd occluder had been later implanted.